Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the issue did not recur after resetting. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the customer acknowledged and understood.